Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump's suspend before low feature did not suspend the pump leading to a low blood glucose incident. The customer received emergency medical assistance due to the low. The customer¿s blood glucose level was 53 mg/dl at the time of the incident and 130 mg/dl at the time of the call. The customer stated that different sensors had been tried and the suspend before low feature was not working. Troubleshooting was but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Insulin pump was received with normal operating currents and no unexpected low battery alarm noted. Unit was received with partially broken reservoir tube lip, missing reservoir tube retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay. Unable to perform displacement test, occlusion test or dat test due to partially broken reservoir tube lip and missing reservoir tube retainer. The auto low suspend alert functioned properly.